Event description:
Complainant alleged that during routine testing and preventative maintenance, the device's key switch intermittently would not allow the user to enter manual mode. The complainant indicated that there was no pt involvement in the reported failure.